Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not show any other reports against the manufacturing lots. The investigation could not verify or draw and conclusions about the reported device loosening and polyethylene wear; however, polyethylene wear after approximately 17-years implantation should not be unexpected. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. In addition, the product codes are discontinued items. Depuy considers the investigation closed at ths time. Should the products and/or additional information be received, the investigation will be re-opened.

Event description:
Patient complained of pain. X-rays showed translucency behind implants. Femoral and tibial components were found to be loose. Poly wear and osteolysis were also reported.